Event description:
Attorney alleges that the patient underwent surgery for implant of two bard mesh (bard flat mesh) on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is alleged that the patient sustained unspecified injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard mesh (bard flat mesh) (device #2). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #1). Should additional information be provided a supplemental emdr will be submitted.